Event description:
(B)(4).according to the infomation received, a user reported a urine bag would not let his foley catheter drain. The user stated he needed to go to the hospital because of backflow of urine.

Manufacturer narrative:
No samples were returned for evaluation. Without the benefit of analyzing the device, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information is received, a follow up report will be filed.